Manufacturer narrative:
Additional information received: the patient underwent re-operative surgery. There is not any remaining material including the drain. So, the drain didn¿t break.

Manufacturer narrative:
(B)(64. Additional information: the actual device batch number associated with this event is not known. The international affiliate reports the following possible batch numbers: batch j1542664, mfg date: 08/01/2015, exp date: 08/31/2020; batch j1546850, mfg date: 08/01/2015, exp date: 08/31/2020; batch j1540480, mfg date: 09/01/2015, exp date: 09/30/2020; batch j1546832, mfg date: 09/01/2015, exp date: 09/30/2020; batch j1547883, mfg date: 09/01/2015, exp date: 09/30/2020; batch j1548892, mfg date: 09/01/2015, exp date: 09/30/2020. The device history records for all possible batches were reviewed and the manufacturing criteria was met prior to the release of the lots. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The following information was requested, but unavailable: the patient demographic info: age, gender, weight, bmi at the time of index procedure? What is physician¿s opinion as to the etiology of or contributing factors to this event? What is the patient current status? Where was the tip of drainage tube located? Did the drain come in contact with surgical instruments, surgical needles, sutures, sharp objects at any time? Was the drain fragment removed? How?

Event description:
It was reported that a patient underwent an orthopedic surgery on (B)(6) 2016 and a drain was used. In may the drain was removed. When the patient was x-rayed a few days after removal, it was found that there was an approximately 3cm fragment like a tip of the drain in the patient's body. Additional information was not provided.